Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. The first attempt of placing the capsule failed and did not come off of the delivery device even after the delivery device showed that it was detached. The capsule came off the delivery device as it was being extracted. The staff and the physician watched the deployment training video to insure accurate methods of deployment. When they attempted the second placement, the capsule detached in the patient's mouth from the delivery device and it nearly became an airway issue and the physician decided not to attempt another deployment for the patient. The patient was prepped for the procedure and was under anesthesia, but there was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will not be returned for investigation.